Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with sensor readings reported as ¿high¿ and a glucometer value of 370 mg/dl after a meal of baked potato and a bun with jelly, during which the user announced the meal late and subsequently administered 5¿6 units of subcutaneous insulin; later, the user reported a nocturnal hypoglycemia to 49 mg/dl that was treated with oral carbohydrates. Symptoms included hyperglycemia and hypoglycemia without loss of consciousness or other acute complications. Outcomes included transient impairment requiring self-treatment with subcutaneous insulin and oral glucose, without emergency care or hospitalization. Investigation included customer care review and education on correct meal announcement timing and system use. Investigation of this case revealed user technique issues related to delayed meal announcement contributing to postprandial hyperglycemia, followed by corrective insulin and a subsequent low, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique.